Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure, the system displayed an error message, a loud noise was heard, and the system sound was noted low. The case was completed using an alternate system following a 20 minute delay. There was no pt harm.